Event description:
It was reported that when the simplex arrived in the receiving department, the box was crushed and had a very strong odor. No associated procedure.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Disposed of.

Manufacturer narrative:
Manufacturing date corrected. An event regarding packaging damage involving a simplex packaging was reported. The event was not confirmed. Device evaluation of the product was not possible as it was not returned and photographs were not provided. Medical evaluation could not be performed as there was no patient involvement. Review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. Complaint history review determined that there were no other similar reported events for the lot. No further investigation is possible at this time as no product and insufficient information was received by stryker orthopaedics.

Event description:
It was reported that when the simplex arrived in the receiving department, the box was crushed and had a very strong odor. No associated procedure.